Manufacturer narrative:
The t:slim pump user guide states that a low power alert occurs when a battery level of 25% or less is remaining. A second low power alert will occur when a battery level of 5% or less is remaining, requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after multiple low power alerts and a low power alarm, which were not addressed by charging the device, the pump shut down due to insufficient battery power. The customer's blood glucose level was impacted (344 mg/dl). The customer plugged the pump into a power source and was able to resume insulin delivery.